Manufacturer narrative:
A specific root cause could not be determined. Based on the analyzer performance data, there was an issue with the measuring cell that was used for the testing. The sample tested just prior to the sample in question might have contaminated or affected the measuring cell due to clots or contamination which could have caused the false low results

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The result was 9158 mui/ml and was reported to the patient and the doctor. The laboratory concluded the "pregnancy non evolutive (suspicion of miscarriage)". On (B)(6) 2016, the result for a new sample from the patient was 27000 mui/ml. On (B)(6) 2016, a stored sample for the patient from (B)(6) 2016 was tested and the result was 17497 mui/ml. The patient was not adversely affected. The reagent lot number was 179825. The expiration date was requested but was not provided. The provided analyzer alarm trace did not indicate any system malfunction or sample problem.